Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, the motor had failed. This resulted in the pump alarming an error code 10, resulting in a delay of therapy. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10 and would not turn off. They stated that this resulted in a twelve hour delay of therapy. They stated that the patient does not have any other feeding methods available. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).